Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with 430 units of insulin. The customer reported blood glucose level ranged from the 300's to over 500 (mg/dl), which was addressed with correction boluses. During the time of the call, the customer requested a 15 unit bolus and the insulin gauge did not update to an accurate fill estimate after the bolus delivery. It was confirmed that the customer will continue using the pump until the replacement pump arrives.